Event description:
Voulma (hyaluronic acid) infected into cheek area and with expansions causes referred pain to upper jaws and gums. Getting better and likely secondary to infection being given too deep. Need warning! Dose or amount: not known. Frequency: x1. Route: sq. Dates of use: give injection. Diagnosis or reason for use: cosmetic.